Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR xx.

Event description:
A peritoneal dialysis (pd) patient's husband reported during setup that the cycler alarmed for air detected in the cassette. During troubleshooting with technical support, he was instructed to proceed to fill 1. The cycler alarmed for a fill complication and the patient discovered a leak from the patient line connector. The caregiver was instructed to stop treatment and reset up with new supplies. The set was discarded. During follow up the patient's husband reported that his wife's effluent has been clear. She did not have any signs of infection. The patient's pd nurse had visited and did not prescribe any antibiotics. During the visit, it was also discovered that during setup, the caregiver was over tightening the connections which was resulting in the leaks. They have not had further issues since the retraining by the pd nurse. No adverse event reported at this time.